Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses their humalog filled cartridge for 3 days and temperature changes are experienced prior to the occlusion alarms occurring. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. Tandem technical support advised the customer to follow cartridge labeling and to wear the pump in a case to prevent temperature changes. Customer's blood glucose level was 132 mg/dl.